Manufacturer narrative:
(B)(4). The device was received. The device evaluation has not yet been completed. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of a 3.0mm x 60mm x 90cm fox sv balloon dilatation catheter (bdc), when flushing the guide wire lumen of the fox sv bdc with saline, while no tears or kinks were noted on the device, fluid was noted to be leaking from the inner member shaft approximately 15 centimeters proximal to the tip. The device was not used in the patient. A new same size fox sv bdc was used to treat the de novo target lesion in the mid anterior tibial artery successfully. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.